Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred. An irrigation side hole block was found after temperature too high error and cannot flush. To resolve the irrigation issue, ¿drop the catheter out of body¿ to re-flush again since temperature too high but failed to see any irrigation from the tip hole. The catheter was changed to a new one. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred. An irrigation side hole block was found after temperature too high error and cannot flush. To resolve the irrigation issue, ¿drop the catheter out of body¿ to re-flush again since temperature too high but failed to see any irrigation from the tip hole. The catheter was changed to a new one. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature, impedance, and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. Afterward, a pump and pressure gage test were performed, and an occlusion was detected. Further investigation revealed reddish material blocking the irrigation holes. A manufacturing record evaluation was performed for the finished device 31095425l number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The customer complaint was confirmed since reddish material was observed occluding the irrigation holes in the dome section. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).